Event description:
The facility reported an infusion pump that "channel a did not alarm for more than two hours when clamp below volutrol was clamped" during patient use. Reportedly, a "buretrol cylinder" was being used when the event occurred. The facility's biomedical engineering stated they have no record of any patient incident or medication intervention involving the pump. Although attempts were made by baxter technical support to obtain additional information from the reporting facility, details were not available regarding patient demographics, medication involved or the set up of the infusion device.